Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient's ipg was relocated on (B)(6) 2014, due to the pt experiencing discomfort/pain at the ipg site. Relocating the ipg resolved the patient's issue.